Event description:
The MFR's rep reported that the pt had an infection at the lead site of her interstim device. The hcp confirmed that two weeks post lead implant the pt experienced redness, swelling, and drainage near the lead position. Cultures were obtained from the sites of the percutaneous lead extension, the skin of the lead track, and the connector pocket and determined to be mrsa. Oral antibiotics were administered, the lead explanted, and the infection resolved.

Event description:
The patient reported that he had a new lead put in, due to a problem with his sprint fidelis lead. Records indicate the pace/sense portion of the sprint fidelis lead was capped and replaced with a new lead. The high voltage portion remains in use. The patient also stated that he is still receiving shocks. Follow-up indicates that the device delivered two successful therapies in 2007. About a month later, t-wave oversensing, with increased heart rate, was noted. The sensitivity was adjusted. A follow-up 3 months later was good, and the patient has received no further shocks since. Information was subsequently received from an attorney alleging the "plaintiff experienced inappropriate and/or excessive shocking, or failure to receive therapeutic shocks which have required medical intervention." Records indicate the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.